Event description:
The user facility reported a 62-year-old male subject undergoing coronary artery bypass grafting enrolled in clinical trial was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that patient experienced an access site bleed that prompted the team to remove systemic anticoagulation. Due to the blood accumulating the site had to be washed out and an additional chest tube to be placed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. Clinical details states that post procedure, the patient's bleeding time was prolonged. The root cause of the access site bleeding was most likely due to anticoagulation management since stopping the systemic anticoagulation resolved the bleeding.